Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose on (B)(6) 2020 with blood glucose of 600 mg/dl at the time of the incident. The customer was at 90 to 125 mg/dl at the time of the call. The customer used the pump to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was having issues calibrating their sensor. Troubleshooting was not completed for the high. The insulin pump will not be returned for analysis.